Event description:
Device is manufactured in europe and utilizes european convention of viewing CT scans of the head with the pt's right on the viewer's right as opposed to the american convention which is the opposite. Info gained at surgery transferred to monitor from description of surgeon traced on CT scan led to planning of treatment on the opposite side from that prescribed.